Event description:
It was reported that (1) atw45 was used during a lavh procedure. It was reported by the rep that the device fired and cut the tissue however the staples did not hold. The surgeon discovered that the staples did not hold after converting the procedure to a tah. This conversion did not occur due to the misfire. The surgeon thinks that it is possible that he used the wrong cartridge for the procedure. The surgeon said that the tissue was thicker than normal however the surgeon used the cartridge that he generally uses to complete the case. There was no consequence to pt.